Manufacturer narrative:
After further review, it was determined due to off-label use of the device, the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
The device was returned and evaluated. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that approximately four weeks after implantation of an intraocular lens (iol) into the left eye, the patient reported blurry vision and halos at night. Approximately sixteen weeks after initial implantation, the iol was exchanged with a different model iol. Ptaient outcome is good.